Event description:
It has been reported to philips that the device would not boot up, the boot-up countdown got stuck on 00:00 . The customer restarted the system which had no impact on the issue. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system ups was indicating incorrect ac voltage. Review of the system log file showed that malfunctioning flexvision pc. Fse performed trouble shooting and determined that the hdd in drive bay 0 on the flex vision pc was not working. Fse moved hdd and connectors in flexvision to drive bay 1. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.